Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said that they need to have an MRI of their hand because they fell and have a contusion on their hand. Patient said that their healthcare provider sent them for an x ray to see if the device has moved or disconnected. Patient also mentioned that their device hasn't been functioning the way they expected it to function since they were implanted. Patient mentioned that the healthcare provider has tried so many programs and they don't see any improvement. Agent asked the patient if they had their equipment with them to activate MRI mode and the patient said they didn't think their equipment was charged. The patient was redirected to charge their equipment and call back for assistance with MRI mode. Patient called back reiterating therapy concerns and previously noted events. Patient recalled that their hcp took x-rays and determined that the patient's leads were slightly "off-line" and a revision surgery will be required. Patient stated that they have seen no difference with the device. Patient requested assistance with activating MRI mode. Agent assisted patient. Patient activated MRI mode but encountered the "MRI eligibility can not be determined" screen. Agent reviewed message and redirected patient to hcp. Caller stated patient had just come from hcp's office who put device into MRI mode. When patient connected with ins, it showed MRI mode activated but "eligibility cannot be determined" due to abandoned product (which aligns with registration). Tss reviewed we would not recommend scanning the patient with this configuration. Tss redirected patient to hcp to discuss options. Patient reiterated information about device not working and that x-ray was done in november or december that showed lead(s) were "off the lines".

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) : product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-mar-2023, UDI#: (B)(4). B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2fguc implanted: (B)(6)2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called to inquire about CT scan compatibility. Agent reviewed requested information. The caller repeated the previous eligibility cannot be determined information. They reported that they saw a nurse practitioner at the hcps office who was supposed to have corrected it. When they went later for the MRI, they were still seeing eligibility cannot be determined. Caller will call the doctor on friday to discuss next steps. The caller noted that they have increased stress because of this device, especially at the airport and they travel often. The caller also noted that they have an "offline" or loose lead and the hcp said they can fix it.